Manufacturer narrative:
(B)(4). This complaint for a report of use error failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011 regarding an alarm on her homechoice, and she stated that she had switched out the cassette and reconnected the same bags in order to clear the alarm and complete therapy. Bps informed the hp about the contamination risk and that baxter advises to switch out the entire set-up. She stated that she knew about the contamination risk and stated that everything was fine. This writer asked if she had discussed this issue with her nurse, and the patient stated that she had not and does not talk to her nurse about anything. This writer contacted the registered nurse on (B)(6) 2011 in order to inform her of the patient's user error. She confirmed that the patient had not contacted her about it, and would speak with the patient about switching out the entire set-up instead. There were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.